Event description:
It was reported that the patient received an inappropriate hv therapy when he was in the hospital and oversensing was observed. Isometric exercises were performed with no noise noted. Reprogramming was performed to adjust the ventricular sense refractory.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).